Event description:
It was reported that the patient experienced a vice like pain around the rib cage caused by the device. It was noted, the event started approximately (B)(6) 2011. No patient injury was noted. The patient had the device removed and recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the leads found no significant anomalies. The lead conductors were cut and segmented in two, but all segments had acceptable continuity.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead; product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger; product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.